Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump alarm. Customer¿s blood glucose level was 156 mg/dl. Customer stated that critical pump error image was display on the screen. The product will return for the analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement test or verify critical pump error alarm and pump error 3 alarm due to blank display. The device also received with moisture damage on the motor and force sensor.